Event description:
It was reported that while using bd phoenix¿ smic/ID-101 there was misidentification. The following was reported by the initial reporter: specimen lab report and binary file has been added to (B)(4). Were this patient samples? If so, what results were reported? The discrepancies were all patient samples. I believe most of the incorrect ID's were caught before reporting them out but it is very easy for them to slip by when you're dealing with large numbers of results. Was patient treatment affected and were there any adverse events? N/a. Customer is reporting misidentification of strep anginosus.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of streptococcus anginosus when using phoenix panel smic/ID-101 (catalog number 448802) batch number 3024084. The customer did not return panels but provided isolates, binary files and phoenix generated lab reports for the investigation. The lab reports show a patient sample identified as s. Anginosus when using the complaint batch. The customer returned isolate did not grow and was not viable for complaint investigation testing. Upon subsequent follow ups, the customer stated that they will not send a new isolate for investigation testing. To investigate, two retention panels each from complaint batch 3024084 were tested using qc isolate s. Anginosus pos 3603 and pos 9984 on a phoenix m50 machine and evaluated for identification results. Next, two control panels each from the same material but different batch were tested using qc isolate s. Anginosus pos 3603 and pos 9984 on a phoenix m50 machine and evaluated for identification results. All eight panels identified as s. Anginosus, therefore, this complaint is not confirmed for misidentification. A review of the binary files was determined not to be required based on the results of the investigation. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed five other complaints on batch 3024084, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary.

Event description:
It was reported that while using bd phoenix¿ smic/ID-101 there was misidentification. The following was reported by the initial reporter: specimen lab report and binary file has been added to q:\bd phoenix m50 accounts\(B)(6). Were this patient samples? If so, what results were reported? The discrepancies were all patient samples. I believe most of the incorrect ID's were caught before reporting them out but it is very easy for them to slip by when you're dealing with large numbers of results. Was patient treatment affected and were there any adverse events? N/a. Customer is reporting misidentification of strep anginosus.